Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the ligation of vessels on a laparoscopic video assisted thoracoscopy procedure, the stapler could not fire after the reload was attached. They used another stapler to complete the case. There was no patient injury.